Manufacturer narrative:
Angiogram images at implant were reviewed. The right internal iliac artery was embolized. The bifurcate was brought up the right side. The infrarenal neck angulation (l-r) was 50deg, and the suprarenal angulation was 40deg; r-l. The amount of possible a-p angulation could not be determined. The approximate neck diameter just below the level of the lowest left renal artery measured 22mm, and 2cm lower (below the angulated neck) measured 28mm. The bifurcate was deployed approximately 1cm below the left renal artery; the apices of the suprarenal stent were near the level of the left and right renal arteries. The proximal stent graft od measured 22mm, and 2cm lower was 25mm (l-r). The ipsi limb was fully deployed distally into the aneurysmal right common iliac artery, and the contra limb was seen implanted into the gate and extending into the left common iliac artery. The left/contra limb was extended into the left common iliac, and the right/ipsi limb was extended into the right external iliac artery. Ballooning was then performed throughout the entire stent graft system. An angiogram study showed contrast outside the stent graft from a likely proximal type I endoleak. An endurant aortic cuff was then brought up through the bifurcate; the tip was seen biased against the left side of the suprarenal aortic wall. The cuff was then seen implanted approximately 1cm above the bifurcate proximal margin just below the level of the left renal. Images during deployment of the cuff were not seen in the films, and no obvious stent graft or delivery system issues were observed. Post-deployment the suprarenal stents appeared fully deployed and opposed to the suprarenal aortic wall. The cuff and aortic body were again ballooned. Final angiogram showed contrast in the sac from a possible proximal type I and/or type IV. Both limbs were patent and no other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. It is possible that low placement of the bifurcate within the angulated and tapered proximal neck may have contributed. The cause of the suprarenal stents failing to initially open is unknown. Images during deployment were not seen in the films and the delivery system was not available for return and analysis. The angulated neck may have contributed.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram a proximal type I endoleak was observed. The physician then decided to implant an aortic extension. The graft cover of the extension appeared to deploy the covered part of the stent just fine however, when turning the back end wheel; the top cap did move proximally, but the bare stent and anchor pins did not open and remained stuck to the mechanism where it is housed. The physician then attempted to slowly rotate the device to free the bare stent with slight advancement and then it did pop open. It was unclear if the endoleak was resolved after the deployment of the cuff. Per the physician, the cause of proximal type I endoleak was unknown; it was potentially due to angulation of the aortic neck and low placement of the stent graft. The physician could not determine the cause of suprarenal stents not deploying immediately. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).